Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/17/2024. Additional information was requested, the following was obtained: 1. What is the total number of products involved in this event? 2 pcs. 2. Chu will send the product complaint once chu receive the product. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08222 and 2210968-2023-08223.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. When the surgeon went to close the neo-aorta, the thread came loose from the needle during the suturing process. The surgery was delayed due to the reported event, but the procedure was successfully completed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - what is the total number of products involved in this event? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2023-08223.